Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report the micropore surgical tape. Patient stated that the paper tape that she is using makes her itch and it bothers her. She is looking to use silk tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).